Event description:
Pt alleges having problems with her hair falling out and her face breaking out. Operative report stated the pt developed bilateral breast deformity, severe transverse contractions and retractions of both nipple areola complex areas of her chest and muscle pain limiting arm movement bilaterally.